Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no override and found no issue. A technical support specialist reached out to the customer for investigation. Inspected the station and confirmed no issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to override and not able to pull medication under patient or override. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.